Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On january 27, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system did not indicate evidence of a system malfunction. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process and is intended to clear the calibration buffer and address potential calibration misalignment. The user successfully completed the firmware upgrade and associated next steps. Subsequent monitoring showed improvement in system performance following the update. Overall, bg values aligned well with sg trends, accounting for expected physiological lag between changes in blood glucose and interstitial glucose measurements. The user was advised to continue using the system and to calibrate when requested.per data management system review, the system was current with active use at the time of complaint closure.